Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a single patient was not crossing over. The customer attempted to undo the discharge, as the patient was showing auto discharge instead of admit status; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was auto discharged due to unit being configured with a 5 day auto discharge duration, which was exceeded. The technical support specialist (tss) confirmed that customer was increased the auto discharge duration for unit was increased to 8 days, and tss confirmed the visit was visible in facility search. The system functioned as intended after the technical support specialist investigated the device.